Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient mentioned she believes the wire might have migrated. The issue was reported as unknown if resolve at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that there was no problem with the lead and that the patient had moved on to the permanent implant with no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.